Event description:
A report has been received from a dialysis facility reporting a "first use" syndrome to the dialyzer. For this event the pt started dialysis when approximately at 15 minutes into the treatment, the symptoms were nausea, sweating profusely and a low blood pressure of 90/65. A saline bolus was given. Reportedly the pt was feeling better when at approximately again at one hour into dialysis the pt become unconscious and another saline bolus was given. Then within 15 minutes, the pt's blood pressure dropped again and he had another decreased level of consciousness at this time, another saline bolus was given. The pt then became diaphoretic and vomited. The md was notified of the event. The pt recovered and completed this treatment and was discharged to his home. The total amount of saline given was approximately 700 ml. The pt now continues dialysis with use of the gambro dialyzer 170h without further incident. There is no sample. Of note: it was reported that the pt had been receiving dialysis with use of this product for approximately one year.

Manufacturer narrative:
(B)(4).